Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced loss of dexcom g7 glucose data on the ilet while readings continued on the dexcom app, and the issue resolved after the user was guided to switch cgm sensor settings on the ilet from g6 to g7 and start the sensor. Symptoms included absence of glucose values on the ilet display. Outcomes included no impact to blood glucose and no medical intervention or hospitalization. Investigation included user guidance and device setting review through remote troubleshooting. Investigation of this case revealed that the ilet was not configured to receive g7 data prior to the intervention, consistent with device use or setup error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.